Event description:
It was reported the lead was placed and when it was tested the patient did not feel stimulation. Another external neurostimulator was used and still the patient did not feel stimulation. Impedances were in the 4000-5000 ohm range. The lead was moved to a lower vertebral area and still the patient could not feel stimulation. A new lead was used and the patient got 'good' stimulation at 4-5 volts. No patient injury was reported.

Manufacturer narrative:
(B)(4): analysis of the lead, model #3778-60, serial #(B)(4), found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a lead showed high impedances at implant and a new lead was placed. It was stated that the patient did not experience parasthesia. It was noted that the healthcare professional (hcp) requested a new lead to be placed. The replacement lead worked fine. There was no patient injury and the patient recovered without sequela.